Event description:
It was reported that this patient with a pacemaker presented to the emergency room after experiencing syncope, where review of the consult showed oversensing on the right atrial (ra) lead. They were not able to witness the oversensing affect function. The lead remains in-service. No additional adverse patient effects were reported.